Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, etpkn7sl lot 1950429, efsrn4pl lot unk, eis7s14l lot 1827506, and kpontp38 lot 1912160, does not reveal any failure involving this implant. Mpo was made aware of this incident through the united kingdom national joint registry. The revised products were not returned, and no explant images, radiographs, operative notes, or other clinically relevant documentation is available for review to confirm this occurrence or source of the infection. This implant was implanted in a male patient for approximately 18 months before revision due to infection was required. This lot was manufactured in 2020 (eis7s14l) and 2022 (etpkn7sl and kpontp38). It is unknown when efsrn4pl was manufactured due to the unknown lot number. Review of the design history record (DHR) for the subject manufacturing lots indicates that these implants were manufactured to specification, including all aspects related to cleaning and sterility. There is no trend for these implants and failures. No operative notes or other clinically relevant documentation have been provided to confirm this complaint. The source of the infection cannot be determined from the available information. The microport knee systems package insert (150806) lists "delayed wound healing; deep wound infection (early or late) which may necessitate removal of the prosthesis" as possible adverse effects of total knee arthroplasty. Without additional details regarding these specific cases and the products involved, no additional conclusions can be made. This issue will continue to be monitored through complaint tracking. Methods: device not returned (4114). Trend analysis (4110). Analysis of production records (3331). Results: no findings available (3221). Conclusions: device met specification. Device was used for treatment. Cause not established (4315). Known inherent risk of device (22). Correct type of reportable event: serious injury.

Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: l. Gender: m.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.